Manufacturer narrative:
The explanted device was not going to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) was hospitalized as a sizeable vegetation was found on the associated right ventricular (rv) lead near the tricuspid valve. The patient had sepsis. The physician was determining the treatment plan for this pacemaker dependent patient. Due to the patient's poor hemodynamics, the field representative was asked to reprogram the lower rate limit from ddi 50 ppm to ddi 80 ppm. An extraction procedure was planned with a cardiothoracic surgeon and three days later the system was successfully extracted. The patient then received a new crt-p device as an abdominal implant and three non-boston scientific epicardial leads. No additional adverse patient effects were reported. It was later reported the patient passed away the day after the replacement procedure, due to the overwhelming sepsis. It was reported this was a blood borne infection. The physician did not suspect the procedure contributed to the patient's death.